Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The tip of the sheath wouldn't track over the wire because it had kinked at the tip, obstructing the wire during the angioplasty contralateral procedure. Images of the device show the distal tip of the sheath having furled and frayed edges. No adverse effects to the patient were reported due to this occurrence.